Event description:
The core micro drill was sent for eval, and during repair conducted by the MFR's field service technician it was found to be running without user activation. No adverse event was associated with this device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.